Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value 485 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer was in rehab and had high blood glucose that were high and was hospitalized 3 times as the rehab facility could not keep blood glucose under control and just got back on the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated bolus history displays all entries based on their recollection. Customer declined to perform the high pressure test. Customer stated the drive support cap appears normal. The insulin pump will not be returned for analysis.